Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Ascending colon cancer what specific type of colectomy was performed? Right hemi-colectomy what color setting was the device fired on? Blue . Were other stapling devices or sutures used? No device, no suture at that area. Were there any difficulties experienced with the device in the initial surgical procedure? It was firm to fire for the second reload. How was leak identified? Patient peritonitis symptom. What was observed at the site of the leak upon reoperation? It was seen there was a leakage at the end of staple line and the staple line was open. Were there any issues noted with staple formation at any point throughout the care of the patient? No. Was there any evidence of tissue ischemia at reoperation? No. Were there any other contributing factors to the leak to include patient tissue condition? No. How was the leak repaired? Ileostomy. What is the current status of the patient? Not good. Is the device available to be returned for analysis? No , because as the hospitals protocol goes, all staplers must be discarded.

Event description:
It was reported that following a right hemicolectomy, surgery was done on (B)(6) 2019. On 25th, the patient needed re-operation due to leakage at the staple line.